Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with damaged battery was confirmed during service. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq(B)(4). A follow-up report will be submitted if any additional details become available.